Manufacturer narrative:
Vascular damage - peripheral vessel. The clinical stated that on april 29th the patient had a gastric bleed. Due to lack of clinical details provided, the root cause of the vascular damage - peripheral vessel cannot be determined. Low pump flow. There were lower flows throughout the case as well as lower ECMO flows. Suction alarms were seen up until 4/30. The patient updates state that the patient was to have received a bolus of volume and there were no suction alarms after, however lower flows were still noted. Flows were only slightly lower then the expected range and there was a trend in the ps. Based on the clinical information and data log review, the root cause of the low pump flow is most likely due to the patients condition as they received volume, had lower ECMO flows and there was a trend seen in the ps.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the 67 year old male patient experienced a gastrointestinal bleed during impella cp support. Heparin was put on hold and the patient was taken to the operating room for surgical closure. As support continued, the impella began to experience suction issues. Despite attempts to reposition the pump, plans were made to replace the device.